Event description:
Damage to the pump housing surrounding the usb port was reported, but this did not affect the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump to ensure insulin delivery was not interrupted. Technical support arranged for a replacement pump to be sent with updated software, provided storage mode instructions, and instructed the customer to return the damaged pump using a provided pre-paid label. Training for the new software version would be available in the customer's tandem source account.